Event description:
A graft was implanted in 2002 and the area became abscessed. Re-operation in 2003 for irrigation of abscess and catheter was placed in posterior-abdominal cavity. In 2003 device was replaced under irrigation of diluted antibiotic, no abnormality was observed by x-ray days later. However, in 2003, separation of catheter was observed under x-ray. Retrieval of device was made under endoscopic procedure with basket forceps 7 days later.